Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, after successfully deploying an unspecified stent in a bifurcation of the left anterior descending (lad) coronary artery, an unspecified xience pro stent delivery system (sds) was advanced to the lesion. When pulling back the undeployed xience pro sds to reposition it in the lesion, the stent dislodged into the ostium then snagged on the 1st deployed stent. While the dislodged stent was successfully snared, once withdrawn from the anatomy, it was noted that the stent was mis-shapen. Another unspecified device was deployed in the target lesion without issue. There were no reported adverse patient effects and no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.